Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the balloon catheter (B)(4) was returned and analyzed. The clinical data files do not indicate any issue with returned catheter. Upon visual inspection of catheter, results showed that the mapping catheter was inserted inside the balloon catheter. Additionally, there was blood inside the balloons. The mapping catheter retracted easily from the balloon catheter. The smart chip verification indicated that the catheter was used for five injections. The catheter failed the performance test due to a system notice that was received indicating that the safety system detected fluid in the catheter and stopped the injection (system notice #50005). In conclusion, the system notice indicating that the safety system detected fluid in the catheter and stopped the injection has been confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen twist and breach. (B)(4).

Event description:
It was reported that during a cryoablation procedure, after transition from the left inferior pulmonary vein to the right inferior pulmonary vein the physician complained of difficulty advancing the mapping catheter in and out of the balloon. While trying to advance the mapping catheter into the right inferior pulmonary vein, a system notice occurred detecting fluid in the catheter and the injection was stopped while the balloon was still in the sheath. All products were removed and replaced with the exception of the electrical umbilical. The case was completed with cryo with no further issues. It was further reported that the balloon catheter subsequently tested out of specification upon the manufacturer's analysis. No patient complications have been reported as a result of this event.